Event description:
Report received of an overdelivery. The pump was programmed to deliver 25,00u of heparin in 250ml instead of the intended 25,000u. Though requested, the customer declined to provide additional info.